Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) on (B)(6) 2025 due to a kinked cannula, which led to hyperglycaemia. The event occurred three hours after insertion. The insertion site was back of the arm. At the time of the event, the patient's blood glucose level was 560 mg/dl, and ketones were present. The patient was treated with intravenous (IV) insulin and saline fluids and was released from the hospital on (B)(6) 2025. The length of emergency room (ER) stay was for six hours. No further information available.